Event description:
Abbott guide wire broke off inside left greater saphenous vein during a venous ablation procedure. Pt tx to operating room for removal of wire under fluoro guidance. FDA safety report ID# (B)(4).